Event description:
The operator was unable to advance to rinseback during a routine hemodialysis treatment, due to an unresolved alarm. A partial manual rinseback was performed, resulting in an estimated blood loss of 45cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not following instructions per the user's guide. There is no evidence of a device malfunction. The user's guide instructs the operator to clear all alarm conditions before end of treatment and rinseback of the blood can occur and to perform a manual rinseback if alarms cannot be resolved promptly. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.